Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with the pump not functioning as intended and recurring incontinence. The physician performed an MRI and CT and found that there was no damage to the pressure regulating balloon (prb). The device activates and deactivates normally, so the physician does not believe there is an issue with the device. There has been no surgical intervention, and no additional patient complications were reported.